Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -11.5/1.5/092 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "the central vault is high, according to the doctor's judgment, the crystal was changed into smaller size." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim # (B)(4).